Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's device was checked a year and a half ago and at that time the battery showed 99.9% and on the day of the call for the patient's routine visit the battery showed the same reading. The readings appeared to indicated that the device had entered a power on reset condition at some point in the last year,but the time this occurred was unknown. The patient confirmed that therapy was fine, additionally, impedances were checked and found to be in the 1000-1300 ohms range and stimulation was indicated to have been set very low at 0.4 at the time of the call. No patient symptoms were reported. There were no further complication reported or anticipated.